Manufacturer narrative:
Returned product consisted of belt cuff fgs 5.0 cm iz. There were no significant findings and the device passed all testing. The reported failure was not confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 119322 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per wi cis product investigation. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced an explant of an artificial urinary sphincter(aus) cuff due to urinary incontinence. A patient outcome of no problems with patient was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an explant of an artificial urinary sphincter(aus) cuff due to urinary incontinence. A patient outcome of no problems with patient was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.